Manufacturer narrative:
The insulin pump had button error alarm due to corroded keypad traces. The keypad overlay had weak adhesive bond at all locations. Analysis was unable to test for battery out limit alarms due to button error alarms.

Event description:
The customer reported via phone call that numbers were ramping on the screen. The customer reported that the insulin pump alarmed battery out limit and button error. The customer's blood glucose was 276 mg/dl at the time of incident. The insulin pump was returned for analysis.